Event description:
It was reported that due to weak cylinders the patient had saline added to his inflatable penile prosthesis (ipp) reservoir. It was noted that the patient visited the hospital about two weeks before surgery and complained that the cylinder strength was weak. Only an accessory kit was used and there was no removal during this surgery. The patient is now stable.